Event description:
Legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and further reports patient allegations of pain, swelling, pseudotumor, and metallosis. No revision procedure has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-02883/ -02884/ -02885/ -02886).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2009 and further reports patient allegations of pain, swelling, pseudotumor, and metallosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2014. The reason for the revision was pain. Operative report further noted abnormal fluid collection observed on an MRI, gray brownish staining of the soft tissue and a small area of bony ingrowth on the cup. The acetabular cup, modular head, and taper adapter were removed and replaced and an acetabular liner was implanted.